Event description:
It was reported to st. Jude medical that during a follow-up, the unloaded battery voltage dropped significantly in 4 months. The ICD was not able to perform cap maintenance. An attempt to delivery programmer-commanded shock was unsuccessful. The decision was made to explant the device.